Event description:
It was reported that within one day of implant, the patient experienced diaphragmatic stimulation. It was noted that the lv (left ventricular) lead had high threshold and had pulled back post-implant, and that the atrial lead had fallen post-implant. Both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 crt-p implanted: (B)(6) 2014; 407652 lead implanted: (B)(6) 2014. (B)(4).